Event description:
Paramedics connected the device to a pt diagnosed with an asystolic rhythm. Reportedly, the device would not deliver pacing current to the pt through quik-combo pacing/defibrillation/ECG electrodes. This allegation was based upon a lack of expected patient's muscular reaction in response to pacing output. The pt was not resuscitated. The rptr stated that the pt outcome was not affected by the discrepancy, as the pt was not a likely candidate for resuscitation.